Manufacturer narrative:
(B)(4). Correction: the following information was inadvertently omitted from the initial MDR: a trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:11 occurred on channel a. The event occurred before patient use. During baxter (B)(4) review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. A follow-up medwatch report will be submitted if additional information becomes available.